Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the ccd signal wire fluid damage, the control body fluid damage, the electrical connector fluid damage, the light guide cable for control body fluid damage, the remote control button(2 and 3) cracked, the control body corroded, the receptacle corroded, the lg cable connector corroded, the shield cover corroded, the suction cylinder control body deformed, the operation channel leak, the biopsy inlet t-piece leak, the operation channel connector leak, the angulation-down damaged pu tubes, the angulation-right damaged pu tubes, and the lg cable connector housing scratched; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).